Event description:
Spacelabs qube monitors at this install (qty 8) were shipped with v4.2 software which was discovered to be incompatible with cerner. Previously built integrations including vitals and other patient identifying information would not flow through interface. Weeks of troubleshooting led to conclusion that software version was root cause. Only resolution was to restore flow of data to medical record was to downgrade software on spacelabs qube monitors to earlier known working version 3.08. Space labs to investigate why software does not integrate vitals correctly. Reference reports: mw5169108, mw5169110, mw5169111, mw5169112, mw5169113, mw5169114, mw5169115.